Event description:
Patient intubated. Required multiple attempts due to suspected defective halyard endotracheal tubes: size 7.5, ref# 13221, lot# aa8302v01 and size 8, ref# 13222, lot#aa8177v01. Tried one size 7.0 and two size 8¿s. The cuff inflation was pre-checked and found to be ok. Soon after insertion, it deflated. Suspect minor leak. After the 3 attempts, anesthesia was called to intubate with size 8.0 cuff over bougie without difficulty. They used teleflex endotracheal tube with no issues. Patient was stable with no issues.